Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The target lesion being treated was located in an unspecified coronary artery. A 2.50x16mm promus element stent delivery system was being advanced when the stent dislodged in the right coronary artery (rca). The stent was then deployed in the rca. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)